Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant and pmma full arch prosthesis with multi-unit abutments and temp titanium copings were placed in ada site 6 in the mouth, the implant failed to integrated in type iii bone. Clinician noted patient's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant and pmma full arch prosthesis with multi-unit abutments and temp titanium copings were placed in ada site 6 in the mouth, the implant failed to integrated in type iii bone. Clinician noted patient's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).